Event description:
Caller states, that the patient tested 496mg/dl on the device, while a lab produced a result of 63 mg/dl within 10 minutes. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.